Manufacturer narrative:
Device was discovered broken on (B)(6) 2015; it is unknown if that is the date it broke. Device was discovered broken before a procedure; device was not implanted/explanted. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: microscopic investigation shows that the tip of the complained screw is intact. No breakage could be detected. The screw is in faultless condition. No indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the product was found broken when the surgeon opened the package. There was no patient involvement reported. There is no delay in the surgery. This is report 1 of 1 for (B)(4).